Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra2 meter was giving the apply sample message. The medical affairs specialist (mas) was able to reach the patient in 2007 and obtained further information. The patient mentioned to the mas that he received the subject meter from his doctor's office 6 months ago and he "never got it to work right from the start." About 2 months ago, he "stopped trying to test on the meter altogether" due to the meter issue. During that time, he continued to take his 1 pill of oral medication (patient could not recall the name) and a set amount of 22 unit of levemir (long acting) insulin once in the morning. At about 6:30 pm, the patient felt "unwell and weak." He did not attempt to test his blood glucose since he "knew that the meter was not working." He had taken his oral medication and his set amount of 22 units of levemir insulin that morning. However, at the time of the symptoms, he did not take any actions and went to the hospital. The hospital meter result upon arrival was 400 mg/dl and the patient was treated with insulin and sent home. He did not attempt to test on the subject meter after coming home that night. The next morning, he again took his set amount of 22 units of insulin and his oral medication. He was not experiencing any symptoms at this time and did not attempt to test on the reported meter. Late afternoon ("around 4:30 pm"), the patient started feeling "weak and horrible." He did not take any actions and went to the emergency room. At the hospital, his blood glucose level was in the "high 300s" on the ER meter. The doctors decided to admit him to the hospital and was treated for hyperglycemia and dehydration. He also mentioned to the mas that his "kidneys were shutting down." The patient was in the hospital for 2 weeks and also had kidney failure and a stroke. His regimen did not change post release from the hospital. At the time of troubleshooting, it was verified that the test strip drew the sample into the test area and that the patient's testing technique was correct. The patient was asked to retest with a new test strip also with a strip from a new vial, but the issue persisted and was not resolved. This complaint is reported because the patient alleges he was not able to test on the meter due to the apply sample issue, experienced hyperglycemia, and was admitted to the hospital for hyperglycemia, renal failure, and stroke. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.